Event description:
Pt was having an angiographic evaluation for stenosis of an av dialysis shunt. At the end of the procedure, after the angioplasty of the shunt, with a pta catheter the catheter was being removed. This was done with no excessive force. The repeat angiogram at this time revealed a small filling defect with associated radio-opaque markers within the proximal portion of the graft limb. The distal and balloon tip of the catheter had broken off. Immediate intervention with a basket retrieval catheter was performed and removed the distal end of the catheter. However, the balloon tip was not present. A surgical consult was obtained, pt. Taken to or and the balloon tip removed.